Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that an unspecified malfunction alarm occurred. Customer's blood glucose level was 80-218 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.